Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery however stated that the insulin pump is not alarming and his blood glucose readings keep going up. Customer stated that they have treated with manual injections however the blood glucose readings do not decrease. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer's blood glucose reading at the time of the call was over 600 mg/dl. No further information reported.